Event description:
The customer reported that the ibp alarm setting on the vm6 monitor needed to be changed because, they could not get the ibp parameter to alarm.

Manufacturer narrative:
The customer reported that the ibp alarm settings on the vm6 monitor needed to be changed because they could not get the ibp parameter to alarm during testing with a simulator. Philips tested the device and found no problems. Philips communicated with this customer and determined that the simulator settings were incorrect. There was no malfunction. No further investigation or action is warranted. (B) (4)